Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, the patient has recalcitrant light sensitivity. The patient was placed on a steroid to be tapered and cyclosporine ophthalmic emulsion. The patient's symptoms were reported as improving.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported transient light sensitivity in a patient's left eye 18 days post lasik. Patient complains of photophobia. Topical steroid dosage was increased. Upon follow up, doctor reported that the symptoms are improving but not resolved to 100% yet. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.